Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was experiencing a period of transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, additional monitoring showed that there were situations in which estimated values provided by the evesense app were entered as calibrations rather than true bg values. Customer care intened to advise the user to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and this guidance could not be communicated. As per the data management system (dms) review, the system remained in active use with up-to-date information.